Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited a possible pacing issue related to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event. It was noted that "on the basis of the rate histogram, it is a possibility that the issue of the field action occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.